Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. An unspecified time post-op, it is reported that the bmp is "impinging against my s1 nerve root, causing permanent nerve damage, bony overgrowth, in area's around it and into my spinal canal. I have constant back and leg pain. My legs and feet have muscle spasms, feelings of pins and needles and weakness. I can no longer sit or stand for long periods without pain."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.